Event description:
It was reported the patient's ipg stopped functioning approximately eight months ago after sustaining a hit at the ipg site with a baseball bat. The sjm representative confirmed the ipg was inoperable. The patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.